Manufacturer narrative:
The technician adjusted the siderail latch to repair the bed.

Event description:
Information received indicates the siderail will latch, but if shaken, the siderail would unlatch.